Event description:
Product discharged itself independently when process to prime delivery device followed per package instructions. This has happened twice within the last 8 delivery devices (8 weeks) from the same lot. Product is primed and mixed prior to infusion of medication. Medication unable to be mixed and injected into pt. Single delivery device disposed of each time. Exenatide 2mg/pen inj. Frequency: once weekly. Route: subcutaneous. Dates of use: (B)(6) 2015. Reason for use: hyperglycemia and diabetes mellitus.